Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states the screws for the hublock gears that attach to the tire sheared off 1 on each side, the others were loose, dealer changed from foot brake to foot hublock.